Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona tibial component size c catalog #: ni lot #: ni, unknown persona cruciate retaining narrow femoral component size 6 catalog #: ni lot #: ni, unknown persona patella 29mm catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address instability approximately four (4) years post-operatively. The patient was upsized to a larger articular surface implant to improve stability. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of pictures provided showed that the articular surface appeared to be in good condition with no visible signs of fracture or excessive wear. Medical records provided confirm the patient was revised to address instability. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.